Event description:
Rptr awoke to the most harrowing sight he has ever witnessed. Both he and his wife heard a loud pop/crack sound, his wife screamed, and rptr immediately sat up in the bed. All he could see was orange, with a flame coming from his wife's lower left shoulder and flames popping up on the bed everywhere. Rptr yelled for her to "get out of the room," all the while beating out the flames with his bare hands. As it turned out the fire was coming from the control setting panel of the heating pad as the components literally popped out. Rptr sustained 2nd degree burns to his hands, arms and legs which later developed into cellulitis. He also suffered damage to his home and belongings. His wife was not injured. (*)